Event description:
It was reported that the patient was treated at the emergency room for elevated blood glucose levels.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. The pt was unaware that maximum limits could be set on insulin doses and reported that he exceeded the insulin limits. Pump settings and insulin delivery history were reviewed with the patient and confirmed as accurate. No conclusions can be made at this time.